Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband called for assistance with rewinding and priming the insulin pump. The husband stated that his wife had high blood glucose and she has been treated with a manual injection of 14 units. The husband stated that her blood glucose continued being high and he gave her two more injections over a period of 1 hour and a half, a total of 29 units and her glucose level still was reading high on two meters. The paramedics were called. The customer stated that the paramedics tested and the glucose reading was 423mg/dl on their meter. It was stated that the strips for one of the meters were expired. The husband was able to find other strips, but the customer kept getting an error message when trying to check her blood glucose. Reviewed the programming on the insulin pump, time/date, basals and they were correct. It was stated that the device alarmed no delivery. No further info was provided.